Event description:
It was reported that the customer was hospitalized due to low blood glucose of 46 mg/dl. The customer's most recent glucose reading was 323 mg/dl, and she has been treated with food and glucose tablets. During the call, it was found that the customer was connected to the insulin pump. Troubleshooting was performed. Reviewed the programming, and it was correct. The amount of insulin in the reservoir was showing the same amount of insulin the status screen shows. Advised the caller to talk her doctor regarding her low blood glucose, and call back if issues persists. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.